Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that an ankylos c/x a9.5 was placed on (B)(6) 2015 into region 15 (#4). An indirect sinus bump was done, bio-oss was used. It was reported that there was good primary stability of the implant. The implant migrated into the sinus maxillaris during the healing period. The (B)(6) years old male patient went to a specialist to have the implant removed. A lateral window was opened to get access to the implant. Surgery went well and patient is ok.